Event description:
Complainant alleged that the clinicians were defibrillating a pt (age and gender unknown) using stat padz and multi-function cable, when the screen display went blank and the device emitted smoke. The clinicians were able to obtain another device to defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.